Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting noise, oversensing, low amplitudes and intermittent pacing impedance measurements on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient will continue to be followed. No adverse patient effects were reported.